Manufacturer narrative:
Analysis was normal. No anomalies were found. The cause of the field event was external defibrillation.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator to be implanted did no deliver the appropriate therapy needed to convert the patient's arrhythmia to sinus rhythm. External rescue shocks were delivered twice. Later the device detected the patient's arrhythmia but the therapy was turned off so the physician wouldn¿t get shocked. The recorded episode showed a ¿possible high voltage circuit damage" alert. The device was replaced out of precaution during the same procedure on (B)(6) 2021. Patient was stable.